Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with teicoplanin injection (400 mg, intraperitoneal and frequency was not reported) and razone es (1.5gram, intravenous and frequency was not reported). At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. No additional follow up will be performed.